Event description:
The patient reported that her stimulation stopped working last year. The patient reported the lead had migrated and is no longer functional and is to be removed. There was no accident or incident related to the lead migration. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot # v199904, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. An appointment for (B)(6) 2013 was noted.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v199904, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
Additional information received reported the lead had pulled away from the sacrum and was revised. A loss of therapeutic effect was also noted. This was stated to have been diagnosed in (B)(6) 2012. A new device was implanted at that time or the revision.